Event description:
Info received indicates while performing a preventive maintenance check, the technician found the ground resistance reading was high.

Manufacturer narrative:
The technician found the ground wire was loose in the power cord plug. He tightened the connection to repair the bed.